Event description:
It was reported by the clinician that upon insertion, resistance was felt when removing the spring wire guide (swg) from the catheter. The swg became stuck in the catheter. As a result, the physician removed the swg along with the catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one catheter and one spring wire guide were returned for evaluation. The catheter was returned with a swg in the distal lumen and protruding from the catheter tip. The swg had multiple kinks where it exited the tip of the catheter and the kinks prevented the swg from being withdrawn through the catheter extension line. The swg was advanced forward from the tip of the catheter and removed for examination. The distal weld remained intact and the core wire was separated adjacent to the proximal weld. The proximal weld remained attached to the coils. No pieces appeared to be missing. The diameter of the swg measured within specification. The product's instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. Sales history records were reviewed because the lot number was not reported by the customer. The device history records were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of a swg stuck in the catheter was confirmed through visual inspection of the returned sample. Excessive force during attempted removal likely caused unraveling at the proximal end of the swg. Based upon the location of the kinks and the unraveling at the proximal end, the potential cause was determined to be procedure/patient anatomy related.